Event description:
Reporter indicated a vns patient was having increased seizures with an increase in seizure intensity and duration that was probably related to vns therapy and possibly related to medication. The vns was disabled as intervention. The reporter indicated there were no other factors that could be causing the increased seizures. The patient continues to be treated with anti-epileptic drugs.

Manufacturer narrative:
(B)(4): analysis of programming history.

Event description:
Manufacturer review of the patient's vns programming history documents the device was programmed off on (B)(6) 2008 and then programmed back on on (B)(6) 2009, then off again on (B)(6) 2009.